Event description:
Additional information received: it was peritonitis on a liver abscess. The location not known prior to hospitalization. No allegation the tubing caused/contributed to the reported event. No tube has recently been replaced. Patient hospitalized until (B)(6) 2020.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient was hospitalized for abdominal pain and had an ultrasound to check the positioning of the peg-j tube. It was reported on (B)(6) 2020 that patient was being hospitalized to have an operation for a gastric abscess. At the time of the report the duodopa pump was still in place and reporter was awaiting direction as whether to continue the duodopa treatment or apokinon relay.